Event description:
It was reported that the patient complained of a snapping noise in his left knee with unicompartmental implants, and the surgeon gave him the option of revision to a total knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.